Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. A xtw (lot; 40116r4034) was chosen for implantation. After detachment, the clip opened from fully closed to 10 degrees. The clip remained stable on the leaflets. There was no additional intervention performed. There were no patient consequences or clinically significant delay.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.